Manufacturer narrative:
Additional suspect medical device components involved in the event: model # 140-9800, lot # 193804, description: vertiflex instrument platform - cannula assembly.

Event description:
It was reported that an implant procedure was aborted due to the patient going into cardiac arrest. While the patient was under anesthesia the incision had been made and the dilator 1 and cannula assembly from the same kit were inserted. The anesthesiologist suggested that the procedure be stopped because the patient's rhythms were not correct then the patient went into cardiac arrest. The procedure was aborted and the patient was taken to the ER. The patient is now reportedly doing well. The product will not be returned.